Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, the reported event was not confirmed. Error code e315 did not appear. In addition, service found angulation in the up direction was out of standard due to wear on the angle wire, the gap of the up/down knob was out of standard due to wear on the angle wire, liquid leaked due to damage to the air/water cylinder and switch 2, there was noise in the image due to corrosion of the plug unit, the condition of the light guide bundle was poor, the adhesive on the bending section cover was broken, switch 2 was damaged, there was a crease in the universal cord, the air/water cylinder was deformed, the suction cylinder was deformed, there was corrosion at the scope connector and scope connector cover due to leakage, the protector was cut, the light guide lens was broken, the distal end was worn, and there was a leak from the connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for an unspecified procedure, error code e315 (scope error) was displayed from the scope. The planned procedure was completed using another device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress, leading to the occurrence of a leak, causing saturation of electrical components and the display of the error code. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.